Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and had to push hard with the pigtail inside the was. While removing the pigtail catheter the was moved further into the laa of the patient. The wds was inserted and the closure device was deployed in the laa when the echocardiogram imaging showed that there was a pericardial effusion with cardiac tamponade. The cardiac tamponade was a result of the was being pushed into the laa of the patient. The physician stopped the procedure and transferred the patient to cardiac surgery where the cardiac tamponade was repaired. During surgery the deployed closure device was removed and the laa of the patient was ligated. The patient fully recovered from this event and was discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and had to push hard with the pigtail inside the was. While removing the pigtail catheter the was moved further into the laa of the patient. The wds was inserted and the closure device was deployed in the laa when the echocardiogram imaging showed that there was a pericardial effusion with cardiac tamponade. The cardiac tamponade was a result of the was being pushed into the laa of the patient. The physician stopped the procedure and transferred the patient to cardiac surgery where the cardiac tamponade was repaired. During surgery the deployed closure device was removed and the laa of the patient was ligated. The patient fully recovered from this event and was discharged from the hospital. It was further reported that there was a perforation that was noted in the laa of the patient. This perforation was treated and repaired during surgery.